Manufacturer narrative:
The investigation was based on the reported event, logfile analysis and investigation by dräger service onsite technician. Per logfile the reported black screen could be confirmed. Root cause was an impaired communication between internal hdbaset of the ventilation unit and the ecd (monitor). The symptom could be caused by e.g. A temporary disruption of the electromechanical contact between system cable and pba syscon ecd or a faulty system cable. Ventilation is not impaired by this communication failure. The device reacted as specified posted appropriate alarms, "device failure (14)" and derived "alarm system failed". No patient health consequences have been reported. If not yet done the system cable and pba syscon ecd need to be checked for proper fitment and to be reseated if necessary. If the issue re-occures it is recommended to replace the system cable. Field quality data are monitored and assessed by responsible product quality board. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that on (B)(6) 2024, at 7:38 a.m., the pulmonary ventilator being used by a baby in the neonatal ICU suddenly switched off. The equipment's screen went completely black, but the leds were on and green. Immediately, the nurse in charge of the baby called the doctor on duty. The doctor found that the ventilator was switched off and that the baby was breathing normally. It was decided that the baby would be transferred to another ventilator. The nurses changed the ventilator circuits and disconnected the gas hoses from the broken ventilator. The ventilator was then unplugged and taken to the equipment room. The clinical engineering technician assessed the ventilator at 7.45am. The equipment was alarming because it wasn't connected to the oxygen network and the battery was dead. However, the screen was working. What was the ventilation mode of the equipment when the event occurred? Pc-ac was the ventilation parameter adjusted when the symptom occurred? No alarms were generated. The device alarmed. Ventilation continued. No patient health consequences have been reported. In case a change of settings/ values is not possible, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.